Event description:
During a surgical procedure, the surgeon was using the fragmentor in pt's left eye when the tip broke off within the eye. A large retinal tear resulted and it took twelve minutes to retrieve the tip. The retinal tear had to be repaired and the original surgical procedure was delayed. The surgeon does not believe this will adversely affect the pt's surgical outcome.